Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The 7mm spider-fx was delivered up and over the left common femoral. A 7f sheath delivered the spiderfx and the lesion was predilated with a 6x100 balloon and a stent was deployed, which was then post dilated with a x100 balloon. The proximal sfa was treated with atherectomy and when recovering the spiderfx it was noted that a distal portion of the spider had separated from the basket. The spiderfx was removed with the retrieval catheter and the rest was captured with a 4mm spider and secured inside a catheter and removed from the body. No injury to pt reported.